Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they were concerned their device was shocking them improperly. They had remained on the same settings for months and suddenly began experiencing horrible stabbing pains. They waited three days and then went to the emergency room (ER). They were kept overnight due to the pain. The patient saw their hcp and their device was turned off, but they still have pain. Their hcp has not contacted them and sent the patient home and told them to follow up in two weeks. The patient was wondering if the issue was due to one of the two lead being disconnected. They stated they speculate the lead is rubbing on the scar tissue and wanted to know how they could know if the two leads are still attached properly. They wanted to know the signs and symptoms they should be aware of if anything were to go wrong, the implantable neurostimulator (ins) was indicated for gastric stimulation.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.